Manufacturer narrative:
.

Event description:
The hcp reported the pt had been hearing an alarm about once an hour; no active alarms were occurring. Interrogation of the unit showed motor stall had occurred and recovered one day later. There was no injury to the pt.